Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilatation. However, upon second inflation at 6 atmospheres for 2 seconds the balloon ruptured in pinhole form at the center. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.